Event description:
Leica biosystems received a complaint involving an air system pressure failure, which resulted in failure of a 12 hr processing run prior to completion. The tissue samples from the failed protocol remained in a dry retort overnight. Investigation of this complaint by leica biosystems is in progress.